Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2021 because the customer passed out. The customer¿s blood glucose level was 213 mg/dl. Emergency medical service came and they checked their blood glucose and it was 186 mg/dl. In the emergency room, they checked their blood glucose again and it was 146 mg/dl. Customer's mother said that he died last night but her husband was able to revive the customer and then went to hospital. Customer was unable to complete care link upload. It was unknown that customer was using auto mode or not. The device will not be returned for analysis.